Event description:
It was reported by service report that the pt right side rail was bent and would not latch. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the headend right siderail was damaged.